Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive when doing bolus. The customer's blood glucose value was 105 mg/dl at the time of incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.